Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer stated that they had high blood glucose of 491 mg/dl at the time of incident. The customer's blood glucose was 160 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The reservoir will not be returned for analysis.